Event description:
The patient had pain complaints following the implant surgery in (B)(6) 2014. A couple of days post-op, the surgeon diagnosed a punctured gluteal artery and hematoma. The patient was readmitted to the hospital where the surgeon stopped the bleeding, repaired the artery and evacuated the wound. The hematoma resolved.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. The most probable root cause is risk associated with surgery. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7055-90, lot# i0757, manufactured 10/02/13, expires 2018-08. Ifuse implant, p/n 7045-90, lot# i0883, manufactured 12/23/13, expires 2018-12. Ifuse implant, p/n 7035-90, lot# i0252, manufactured 12/28/12, expires 2017-12.